Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii and manufacturer is assumed to costa rica. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, necrosis, infection, pain and varied injuries, are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
Reported as: band slippage, sepsis, shortness of breath, tachycardia and post-operative diagnosis was "necrosis of gastric fundus."